Manufacturer narrative:
Hill-rom tech support suggested checking the linkage rods and casters. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2010-2012. It is unk if the facility performed any other preventative maintenance on this bed. The account has the brake casters to replace to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in ICU at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).